Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing palpitations. A remote transmission showed atrial arrhythmias were detected due to oversensing/artifact of the atrial lead. The lead remains in use. No further patient complications have been reported as a result of this event.